Event description:
It was reported that a white cable of a system controller was damaged. The controller was exchanged. There was no patient impact.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged white power cable on the heartmate 3 system controller was confirmed via analysis of the customer submitted photo. The heartmate 3 system controller (B)(6) was not returned for analysis. The submitted log files captured event data spanning approximately 5 days. A driveline disconnect alarm was captured on (B)(6) 2025, which appeared consistent with the reported controller exchange. No other notable events were captured, and the pump appeared to operate as intended while the driveline was connected. Additional provided information indicated that there was no adverse patient impact from the reported event, and the exchanged controller would not be returning to abbott for analysis. A root cause for the damage on the white power cable could not be conclusively determined through this investigation. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The patient handbook cautions users to call their hospital contacts if they think, for any reason, that any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.